Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace senor" message on his adc freestyle libre sensor on the same day of wear. The customer further reported not being unable to monitor his blood glucose however, his parents performed a finger-prick test on an unspecified device and noted that the customer had a low blood glucose. The customer was unaware of his surroundings and his parents stopped his automatic insulin pump and treated the customer with oral glucose. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a "replace senor" message on his adc freestyle libre sensor on the same day of wear. The customer further reported not being unable to monitor his blood glucose however, his parents performed a finger-prick test on an unspecified device and noted that the customer had a low blood glucose. The customer was unaware of his surroundings and his parents stopped his automatic insulin pump and treated the customer with oral glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information - section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating paired state). Removed sensor plug and inspected plug assembly, no issues were observed. The sensor was reprogrammed, and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed. The dhrs (device history review) for the libre sensor and sensor kit were reviewed. The DHR showed the sensor kit passed all tests prior to release. No further investigation is required.